Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a bag, for the report. The sample was visually inspected and found to be nonconforming with the probe needle/stiffener pulled out of the needle holder. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Four photos attached were reviewed by the investigation site. Photo 1 shows a probe and other devices, the reported cannot be confirmed on the photo attached. Photo 2 shows a probe, the needle/stiffener appears detached from the probe assembly. Photo 3 shows the identification label of a console. Photo 4 shows a pak label with same product and lot number as reported. A video attached was reviewed by the investigation site. The video appears from eye surgery, a probe needle/stiffener seems sliding back and forward motioned by hand from the probe assembly. The complaint evaluation confirms the probe needle/stiffener was detached from the needle holder, which can be perceived as the shaft dislodge. The exact root cause of the detachment cannot be determined; however, a manufacturing related root cause cannot be ruled out. A non-conformance investigation has been initiated related to the needle assembly detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.6. Additional information provided in d.4., d.9., h.3. And h.11. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that the vitrectome shaft was dislodged from its normal location by doubling its normal length during vitrectomy surgery. The operation was able to continue in its stages and completed using a new handpiece. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).